Event description:
Reported by the complainant as follows: the flexi seal fecal management system failed to contain feculent material. The shape of the anchoring balloon does not conform to the shape of the rectum allowing feces to bypass the drainage tube. This system is primarily used for burn patients. The incident that instigated this complaint compromised the integrity of skin grafts, which has flow on effects on patient stay as well as costs. Based on the information received, it is possible that the event most likely led to prolonged hospitalization and it is possible further surgical intervention was required in order to mitigate the problem. If further information with regards to this incident is received from the complainant, it will be forwarded on to the FDA in a supplemental report.